Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open draining sores from clasp rubbing skin raw. There was no alleged device malfunction contributing to the irritation. The patient reports seeing a wound specialist once a week for the skin irritation. Follow up indicated that the skin irritation improved.